Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d1; d3; d4; g4.

Event description:
It has been determined that the device associated with this complaint is non-allergan. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported, left side "rupture". Confirmed via MRI. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.